Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown handles/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion surgery the navlock viper prime driver does not have a solid connection with the screw. The screw "wobbles" on the driver tip. Also, difficulty inserting into the navlock arrays. They had to swap drivers. There was no fragment generated. There was a surgical delay of 2.5 hours. Patient status is unknown. The procedure was successfully completed. This complaint involves seven (7) devices. This report is for (1) unknown screws. This report is 5 of 7 (B)(4).